Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: confirmed pump powers ¿on¿ with auditory and vibration but the display is blank. Battery cap is secure, no damage to cap or pump case. Pump was opened and examined, the display screen was found cracked and damaged. Test display screen was mounted; pump is able to power up with a fully illuminated and clear display.